Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure perforated both tube and were hanging out in her pelvis beside her uterus/migration of the device/perforation by the device"), pelvic pain ("persistent pelvic pain"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure inserted despite prior tubal ligation" and contraindicated device used "essure inserted despite prior tubal ligation". The patient's past medical history included tubal ligation in 2010, multigravida and sexual transmission of infection. No information given on consumer's drug history, concurrent conditions. It is unknown whether the consumer received any concomitant medication. Consumer reported that she had essure done in (B)(6) 2013, after she got pregnant with her 4th child after having a tubal ligation 3 years prior. Concurrent conditions included diabetes mellitus, anxiety disorder, pap smear abnormal, varicosity, lumbar pain, asthma and vitamin d deficiency. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (full hysterectomy and salpingectomy with extraction of implants). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia and menstrual disorder outcome was unknown and the pelvic pain and dysmenorrhoea was resolving. The reporter considered dysmenorrhoea, fallopian tube perforation, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: diagnosis: uterus, hysterectomy: mild chronic cervicitis, inactive/suppressed endometrium, negative for endometrial hyperplasia, myometrium shows placental implantation site. Findings: bilaterally essure devices are present. Left tubal ligation clip. There is a second ligation clip high in the right pelvis overlying the sacrum. Smooth endometrial cavity with contrast filling the uterine cornua. Contrast fills both fallopian tubes with spillage on the right. Contrast fills the left fallopian tube to the level of the tubal ligation clip. The bilateral essure device is not overlying the path of the fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: device was successfully occluded (B)(6) 2013 - histerosalpingogram - results: it was found out that the essure coils were not in her tubes but have perforated both tubes and were just hanging out in her pelvis beside her uterus. Per pfs result: malposition of essure device. Dr said: stated that the test result shows that the fallopian tubes were complete blocked on both sides (as written). Per mr - impression: malplacement of the bilateral essure device. Spillage of contrast on the right. Filling of the left fallopian tube to the level of the tubal ligation clip. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: perforation of tubes by essure / malposition of essure device. Most recent follow-up information incorporated above includes: on 18-apr-2018: new events were added abnormal bleeding (vaginal), menorrhagia and dysmenorrhea (cramping).in addition, reporter described the pelvic pain frequency as often and the intensity as intermittent to constant and mild to severe at times.shortly after essure removal, plaintiff presented decrease of pain.case was updated to medically confirmed ¿yes¿. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure perforated both tube and were hanging out in her pelvis beside her uterus/migration of the device/perforation by the device"), embedded device ("migration of essure device location of device: myometrium, perforation (other) please describe and state the location of the perforation: myometrium"), device expulsion ("migration of essure device location of device: myometrium, perforation (other) please describe and state the location of the perforation: myometrium"), pelvic pain ("persistent pelvic pain"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia / menstrual bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)") in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure inserted despite prior tubal ligation" and contraindicated device used "essure inserted despite prior tubal ligation". The patient's past medical history included tubal ligation in 2010, multigravida and sexually transmitted disease. No information given on consumer's drug history, concurrent conditions. It is unknown whether the consumer received any concomitant medication. Consumer reported that she had essure done in (B)(6) 2013, after she got pregnant with her 4th child after having a tubal ligation 3 years prior. Concurrent conditions included diabetes mellitus, anxiety disorder, pap smear abnormal, varicosity, lumbar pain, asthma and vitamin d deficiency. Concomitant products included nuvaring (B)(6) 2013 for birth control as well as buprenorphine hydrochloride (subutex) since 2008, citalopram hydrobromide (celexa) since 1997 and paracetamol (acetaminophen) from (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 3 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems - condition: depression") and anxiety ("psychological or psychiatric problems - condition: mental anguish"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and back pain ("lower back area pain"). The patient was treated with surgery (full hysterectomy and salpingectomy with extraction of implants). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, embedded device, device expulsion, vaginal haemorrhage, menorrhagia, depression, anxiety and back pain outcome was unknown and the pelvic pain and dysmenorrhoea was resolving. The reporter considered anxiety, back pain, depression, device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: diagnosis: uterus, hysterectomy: mild chronic cervicitis, inactive/suppressed endometrium, negative for endometrial hyperplasia, myometrium shows placental implantation site. Findings: bilaterally essure devices are present. Left tubal ligation clip. There is a second ligation clip high in the right pelvis overlying the sacrum. Smooth endometrial cavity with contrast filling the uterine cornua. Contrast fills both fallopian tubes with spillage on the right. Contrast fills the left fallopian tube to the level of the tubal ligation clip. The bilateral essure device is not overlying the path of the fallopian tubes. Immediately after essure removal "abnormal bleeding" was decreased. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: device was successfully occluded (B)(6) 2013 - histerosalpingogram - results: it was found out that the essure coils were not in her tubes but have perforated both tubes and were just hanging out in her pelvis beside her uterus. Per pfs result: malposition of essure device. Dr said: stated that the test result shows that the fallopian tubes were complete blocked on both sides (as written). Per mr - impression: malplacement of the bilateral essure device. Spillage of contrast on the right. Filling of the left fallopian tube to the level of the tubal ligation clip. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: fallopian tube perforation. Most recent follow-up information incorporated above includes: on 23-oct-2018: pfs received: reporters added. Insertion date updated. Events: embedded device, lower back pain. Concomitant drugs added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure perforated both tube and were hanging out in her pelvis beside her uterus/migration of the device/perforation by the device"), pelvic pain ("persistent pelvic pain"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)") in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure inserted despite prior tubal ligation" and contraindicated device used "essure inserted despite prior tubal ligation". The patient's past medical history included tubal ligation in 2010, multigravida and sexually transmitted disease. No information given on consumer's drug history, concurrent conditions. It is unknown whether the consumer received any concomitant medication. Consumer reported that she had essure done in (B)(6) 2013, after she got pregnant with her 4th child after having a tubal ligation 3 years prior. Concurrent conditions included diabetes mellitus, anxiety disorder, pap smear abnormal, varicosity, lumbar pain, asthma and vitamin d deficiency. Concomitant products included nuvaring (B)(6) 2013 to (B)(6) 2013 for birth control as well as paracetamol (acetaminophen) from (B)(6) 2013 to (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 3 months after insertion of essure, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (full hysterectomy and salpingectomy with extraction of implants), surgery (hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, menstrual disorder, depression and anxiety outcome was unknown and the pelvic pain and dysmenorrhoea was resolving. The reporter considered anxiety, depression, dysmenorrhoea, fallopian tube perforation, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: diagnosis: uterus, hysterectomy: mild chronic cervicitis, inactive/suppressed endometrium, negative for endometrial hyperplasia, myometrium shows placental implantation site. Findings: bilaterally essure devices are present. Left tubal ligation clip. There is a second ligation clip high in the right pelvis overlying the sacrum. Smooth endometrial cavity with contrast filling the uterine cornua. Contrast fills both fallopian tubes with spillage on the right. Contrast fills the left fallopian tube to the level of the tubal ligation clip. The bilateral essure device is not overlying the path of the fallopian tubes. Immediately after essure removal "abnormal bleeding" (unspecified site) was decreased. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: device was successfully occluded (B)(6) 2013 - histerosal pingogram - results: it was found out that the essure coils were not in her tubes but have perforated both tubes and were just hanging out in her pelvis beside her uterus. Per pfs result: malposition of essure device. Dr said: stated that the test result shows that the fallopian tubes were complete blocked on both sides (as written). Per mr - impression: malplacement of the bilateral essure device. Spillage of contrast on the right. Filling of the left fallopian tube to the level of the tubal ligation clip. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: perforation of tubes by essure / malposition of essure device. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new events added: depression and mental anguish. Immediately after essure removal "abnormal bleeding" (unspecified site) was decreased. Acetaminophen and nuvaring added as concomitant medication. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure perforated both tube and were hanging out in her pelvis beside her uterus/migration of the device/perforation by the device'), embedded device ('migration of essure device location of device: myometrium, perforation (other) please describe and state the location of the perforation: myometrium'), device expulsion ('migration of essure device location of device: myometrium, perforation (other) please describe and state the location of the perforation: myometrium'), pelvic pain ('persistent pelvic pain'), vaginal haemorrhage ('abnormal vaginal bleeding'), menorrhagia ('menorrhagia / menstrual bleeding') and dysmenorrhoea ('dysmenorrhea (cramping)') in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure inserted despite prior tubal ligation" and contraindicated device used "essure inserted despite prior tubal ligation". The patient's medical history included tubal ligation in 2010, multigravida and sexually transmitted disease. No information given on consumer's drug history, concurrent conditions. It is unknown whether the consumer received any concomitant medication. Consumer reported that she had essure done in (B)(6) 2013, after she got pregnant with her 4th child after having a tubal ligation 3 years prior. Concurrent conditions included diabetes mellitus, anxiety disorder, pap smear abnormal, varicosity, lumbar pain, asthma and vitamin d deficiency. Concomitant products included ethinylestradiol;etonogestrel (nuvaring)(B)(6) 2013 to (B)(6) 2013 for birth control as well as since 1997, buprenorphine hydrochloride (subutex) since 2008 and paracetamol (acetaminophen) from (B)(6) 2013 to (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems - condition: depression") and anxiety ("psychological or psychiatric problems - condition: mental anguish"), 3 months after insertion of essure. On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), back pain ("lower back area pain"), metrorrhagia ("metrorrhagia") and post procedural complication ("post procedural complication"). The patient was treated with surgery (full hysterectomy and salpingectomy with extraction of implants ). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, pelvic pain and metrorrhagia had resolved, the embedded device, device expulsion, vaginal haemorrhage, menorrhagia, depression, anxiety, back pain and post procedural complication outcome was unknown and the dysmenorrhoea was resolving. The reporter considered anxiety, back pain, depression, device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation, menorrhagia, metrorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: diagnosis: uterus, hysterectomy: mild chronic cervicitis, inactive/suppressed endometrium, negative for endometrial hyperplasia, myometrium shows placental implantation site. Findings: bilaterally essure devices are present. Left tubal ligation clip. There is a second ligation clip high in the right pelvis overlying the sacrum. Smooth endometrial cavity with contrast filling the uterine cornua. Contrast fills both fallopian tubes with spillage on the right. Contrast fills the left fallopian tube to the level of the tubal ligation clip. The bilateral essure device is not overlying the path of the fallopian tubes. Immediately after essure removal "abnormal bleeding" was decreased. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: device was successfully occluded. Diagnostic results: (B)(6) 2013 - histerosalpingogram - results: it was found out that the essure coils were not in her tubes but have perforated both tubes and were just hanging out in her pelvis beside her uterus. Per pfs result: malposition of essure device. Dr said: stated that the test result shows that the fallopian tubes were complete blocked on both sides (as written). Per mr - impression: malplacement of the bilateral essure device. Spillage of contrast on the right. Filling of the left fallopian tube to the level of the tubal ligation clip. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: fallopian tube perforation. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received: event metrorrhagia and post procedural complication were added. Event outcome were updated. On 5-may-2020: pif received- no new information. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure perforated both tube and were hanging out in her pelvis beside her uterus/migration of the device/perforation by the device'), uterine perforation ('uterine perforation'), embedded device ('migration of essure device location of device: myometrium, perforation (other) please describe and state the location of the perforation: myometrium'), device expulsion ('migration of essure device location of device: myometrium, perforation (other) please describe and state the location of the perforation: myometrium'), pelvic pain ('persistent pelvic pain'), vaginal haemorrhage ('abnormal vaginal bleeding'), menorrhagia ('menorrhagia / menstrual bleeding') and dysmenorrhoea ('dysmenorrhea (cramping)') in a 35-year-old female patient who had essure (batch no. A73754) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: contraindicated device used "essure inserted despite prior tubal ligation" and medical device monitoring error "essure inserted despite prior tubal ligation". The patient's medical history included tubal ligation in 2010, multigravida and sexually transmitted disease. No information given on consumer's drug history, concurrent conditions. It is unknown whether the consumer received any concomitant medication. Consumer reported that she had essure done in (B)(6) 2013, after she got pregnant with her 4th child after having a tubal ligation 3 years prior. Concurrent conditions included diabetes mellitus, anxiety disorder, pap smear abnormal, varicosity, lumbar pain, asthma and vitamin d deficiency. Concomitant products included ethinylestradiol;etonogestrel (nuvaring)(B)(6) 2013 to (B)(6) 2013 for birth control as well as since 1997, buprenorphine hydrochloride (subutex) since 2008 and paracetamol (acetaminophen) from (B)(6) 2013 to (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems - condition: depression") and anxiety ("psychological or psychiatric problems - condition: mental anguish"), 3 months after insertion of essure. On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), back pain ("lower back area pain"), metrorrhagia ("metrorrhagia") and post procedural complication ("post procedural complication"). The patient was treated with surgery (full hysterectomy and salpingectomy with extraction of implants, hysterectomy and hysterectomy - uterus+cervix). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, pelvic pain, vaginal haemorrhage and metrorrhagia had resolved, the uterine perforation, embedded device, device expulsion, menorrhagia, depression, anxiety, back pain and post procedural complication outcome was unknown and the dysmenorrhoea was resolving. The reporter considered anxiety, back pain, depression, device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation, menorrhagia, metrorrhagia, pelvic pain, post procedural complication, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: diagnosis: uterus, hysterectomy: mild chronic cervicitis, inactive/suppressed endometrium, negative for endometrial hyperplasia, myometrium shows placental implantation site. Findings: bilaterally essure devices are present. Left tubal ligation clip. There is a second ligation clip high in the right pelvis overlying the sacrum. Smooth endometrial cavity with contrast filling the uterine cornua. Contrast fills both fallopian tubes with spillage on the right. Contrast fills the left fallopian tube to the level of the tubal ligation clip. The bilateral essure device is not overlying the path of the fallopian tubes. Immediately after essure removal "abnormal bleeding" was decreased. Patient received treatment pain. Bleeding. Migration. Perforation, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: device was successfully occluded. Diagnostic results: (B)(6) 2013 - histerosalpingogram - results: it was found out that the essure coils were not in her tubes but have perforated both tubes and were just hanging out in her pelvis beside her uterus. Per pfs result: malposition of essure device. Dr said: stated that the test result shows that the fallopian tubes were complete blocked on both sides (as written). Per mr - impression: malplacement of the bilateral essure device. Spillage of contrast on the right. Filling of the left fallopian tube to the level of the tubal ligation clip. Lot number: a73754 manufacturing date: 11/2012 expiration date: 11/2015. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jun-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure perforated both tube and were hanging out in her pelvis beside her uterus/migration of the device/perforation by the device'), uterine perforation ('uterine perforation'), embedded device ('migration of essure device location of device: myometrium, perforation (other) please describe and state the location of the perforation: myometrium'), device expulsion ('migration of essure device location of device: myometrium, perforation (other) please describe and state the location of the perforation: myometrium'), pelvic pain ('persistent pelvic pain'), vaginal haemorrhage ('abnormal vaginal bleeding'), menorrhagia ('menorrhagia / menstrual bleeding') and dysmenorrhoea ('dysmenorrhea (cramping)') in a 35-year-old female patient who had essure (batch no. A73754) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: contraindicated device used "essure inserted despite prior tubal ligation" and medical device monitoring error "essure inserted despite prior tubal ligation". The patient's medical history included tubal ligation in 2010, multigravida and sexually transmitted disease. No information given on consumer's drug history, concurrent conditions. It is unknown whether the consumer received any concomitant medication. Consumer reported that she had essure done in (B)(6) 2013, after she got pregnant with her 4th child after having a tubal ligation 3 years prior. Concurrent conditions included diabetes mellitus, anxiety disorder, pap smear abnormal, varicosity, lumbar pain, asthma and vitamin d deficiency. Concomitant products included ethinylestradiol;etonogestrel (nuvaring)(B)(6) 2013 to (B)(6) 2013 for birth control as well as since 1997, buprenorphine hydrochloride (subutex) since 2008 and paracetamol (acetaminophen) from (B)(6) 2013 to (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On(B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems - condition: depression") and anxiety ("psychological or psychiatric problems - condition: mental anguish"), 3 months after insertion of essure. On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), back pain ("lower back area pain"), metrorrhagia ("metrorrhagia") and post procedural complication ("post procedural complication"). The patient was treated with surgery (full hysterectomy and salpingectomy with extraction of implants, hysterectomy and hysterectomy - uterus+cervix). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, pelvic pain, vaginal haemorrhage and metrorrhagia had resolved, the uterine perforation, embedded device, device expulsion, menorrhagia, depression, anxiety, back pain and post procedural complication outcome was unknown and the dysmenorrhoea was resolving. The reporter considered anxiety, back pain, depression, device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation, menorrhagia, metrorrhagia, pelvic pain, post procedural complication, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: diagnosis: uterus, hysterectomy: mild chronic cervicitis, inactive/suppressed endometrium, negative for endometrial hyperplasia, myometrium shows placental implantation site. Findings: bilaterally essure devices are present. Left tubal ligation clip. There is a second ligation clip high in the right pelvis overlying the sacrum. Smooth endometrial cavity with contrast filling the uterine cornua. Contrast fills both fallopian tubes with spillage on the right. Contrast fills the left fallopian tube to the level of the tubal ligation clip. The bilateral essure device is not overlying the path of the fallopian tubes. Immediately after essure removal "abnormal bleeding" was decreased. Patient received treatment pain. Bleeding. Migration. Perforation, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) -2013: results: device was successfully occluded. Diagnostic results: (B)(6) 2013 - histerosalpingogram - results: it was found out that the essure coils were not in her tubes but have perforated both tubes and were just hanging out in her pelvis beside her uterus. Per pfs result: malposition of essure device. Dr said: stated that the test result shows that the fallopian tubes were complete blocked on both sides (as written). Per mr - impression: malplacement of the bilateral essure device. Spillage of contrast on the right. Filling of the left fallopian tube to the level of the tubal ligation clip. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received, lot number,event outcome, rcc added, event-perforation-uterus added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure perforated both tube and were hanging out in her pelvis beside her uterus/migration of the device/perforation by the device") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: contraindicated device used "essure inserted despite prior tubal ligation" and medical device monitoring error "essure inserted despite prior tubal ligation". The patient's past medical history included tubal ligation in 2010 and multigravida. No information given on consumer's drug history, concurrent conditions. It is unknown whether the consumer received any concomitant medication. Consumer reported that she had essure done in (B)(6) 2013, after she got pregnant with her 4th child after having a tubal ligation 3 years prior. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding") and pelvic pain ("persistent pelvic pain"). The patient was treated with surgery (partial hysterectomy and salpingectomy with extraction of implants). Essure was removed. At the time of the report, the fallopian tube perforation, menstrual disorder and pelvic pain outcome was unknown. The reporter considered fallopian tube perforation, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: device was successfully occluded. On (B)(6) 2013 - hysterosalpingogram - results: it was found out that the essure coils were not in her tubes but have perforated both tubes and were just hanging out in her pelvis beside her uterus. Most recent follow-up information incorporated above includes: on 13-sep-2017: lawyer reported: on or about (B)(6) 2013, the plaintiff underwent the essure procedure. The procedure was performed by a gynecologist. On or about (B)(6) 2013, the plaintiff had an hsg test done which confirmed that the essure device was successfully occluded. Sometime after implant plaintiff began to experience complications, including menstrual bleeding, persistent pelvic pain, migration of the device, and perforation by the device. Thereafter, plaintiff saw the doctor at hospital and underwent a partial hysterectomy and salpingectomy with extraction of implants due to complications from the essure device. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.